Event description:
Healthcare professional reported of the right side device: "rupture". The device was explanted.

Manufacturer narrative:
Continued E1. Phone: (b)(6).Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.Reason for reoperation: Rupture.